Event description:
The stryker tps universal driver was sent in for service and it was noted that it was leaking oil. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is on going; additional info will be submitted once the results analysis is complete.